Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to auxiliary drawer was not on bus. A field service engineer reseated row board cables and replaced module controller inorder to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure.the user confirmed that there was a delay happened during dispensing a medication.there were no adverse events or injuries reported based on this event.